Manufacturer narrative:
Product was returned to manufacturer for investigation on july 6, 2015. The investigation included an examination of the returned product and a review of the production and inspection records for the product. The investigation report concluded that the lens was cut and one haptic was torn at the root. A trace of lubricant was found on the lens. The injector was not returned. A review of the production and inspection records indicated no abnormalities during the manufacturing processes. An exact cause in this case could not be ascertained. As of this report, all analyses and investigations into this incident have been completed. No further information will be provided. This will be considered the final report.

Event description:
While lens was being implanted in the eye, the haptic broke in half. The lens was explanted and the incision did not need to be widened in order to explant the lens. Another hoya lens was implanted and the patient's prognosis was reported as very good. The product was returned to the manufacturer for evaluation.